Event description:
Initial result for a patient ethanol was none detected. When repeated on a redraw, the result was >300 mg/dl. The original sample was retested and the result was >300 mg/dl. No treatment was provided based on the incorrect result. The field service rep found the sampling precision was bad and repaired the instrument.